Event description:
It was reported that during left ventricular (lv) lead implant, as the physician was attempted to enter the target lv vein, a perforation with pericardial effusion occurred. Contrast was used to identify the perforation. The placement was abandoned. An emergency echocardigram was obtained with a pericardial tap procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.